Event description:
It was reported that a user observed a continuous glucose monitor reading in the mid-50s overnight and, without confirming with a fingerstick, ingested chips, after which glucose rose to about 255; the agent educated the user on verifying dexcom g7 readings with a fingerstick and advised allowing the ilet to correct and return glucose to range. Symptoms included low and high glucose readings. Outcomes included transient hypoglycemia followed by hyperglycemia without hospitalization or injury. Investigation included user education and troubleshooting regarding glucose confirmation and treatment practices. Investigation of this case revealed no confirmed device malfunction and user-managed carbohydrate intake likely contributed to rebound hyperglycemia. It was concluded that the hypoglycemia had an unclear cause with user action influencing glucose variability. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.